Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter unexpectedly stopped working. The customer changed the transmitter, and successfully started a new sensor session. The customer could not recall any additional information regarding the reported issue. A replacement transmitter was sent to the customer. No additional patient or event information was available.